Manufacturer narrative:
Event estimated date. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Based on the limited information provided, the investigation was unable to determine a conclusive cause for the reported difficulty to advance and difficulty to remove. In this case, it is possible that the laser device used caused damage to the polymer coating causing the reported difficulties however; this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This is being reported as a general comment indicating that resistance during advancement and removal is felt when using the ht command es guide wire with an unspecified 014 laser catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.